Event description:
It was reported that the physician experienced two basket separations from the cables during use of two devices on the same pt. Both baskets were retrieved via snares. There were no pt complications.